Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of the top broke off inside her vagina. Had to wait the next day for removal - tampon [foreign body in reproductive tract]. When she removed it part of the top broke off inside her vagina - tampon [complication of device removal]. Part of the top broke off inside her vagina [device breakage]. Consumer contacted via e-mail and stated that the top part of the tampon broke off inside her daughter's vagina. No serious injury was reported.